Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced symptoms of "head turning, cramps, nauseaness, annoyance, mental fog," and was able to provide self-treatment of "extra dose of insulin (4 iu)". No third-party intervention was reported for this issue. There was no report of death or permanent injury associated with this event.